Manufacturer narrative:
Concomitant products : 6944-65 lead implanted (B)(6) 2003.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) episodes and received multiple therapy deliveries, which led to the device indicating end of service (eos.) The device also triggered alerts for long charge time and charge circuit timeout. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.